Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart. Her period ended and two days after she was still experiencing cramps. She consulted ob/gyn, doctor, and nurses over the phone.